Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were increasing and high thresholds on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.